Event description:
Unomedical reference number (B)(4). Event occurred in argentina on 09-apr-2024, it was reported that the patient faced a bent cannula. The blood glucose level of the patient was 300 mg/dl. The issue occurred with four infusion sets. Moreover, the site location was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.